Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product was received on (B)(4) 2013. The check-key does not respond. The snapdome of the button is without tension. Since there are no mechanical influences visible on the pump hosing or button surface, the complaint is verified.

Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013 the check button on the patient's infusion device would no longer function. Later the device would no longer start up. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.